Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus option menu. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.